Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the perceived root cause was reported as ruptured delivery balloon on calcium or lm stent that was ¿hanging out¿ of the lm. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by field clinical specialist, during deployment of the 23mm sapien xt valve via transapical approach the balloon burst. Under rvp slow deployment began, at the time of full inflation delivery balloon burst. Delivery system was removed from the patient. Due to moderate paravalvuar leak (pvl), a second new delivery system was opened and post-dilation occurred with +2cc in the delivery balloon. Mild pvl final result, no complications. The perceived root cause was reported as ruptured delivery balloon on calcium or left main stent that was hanging out of the left main.